Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the power supply bulk fuse was defective. After replacing the fuse, the unit powered on, had a long beep, and showed alarm #53. The fse replaced the solenoid driver pcb which resolved the issue.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp)is not switching on and giving a long beep alarm. There was no patient involvement reported.